Manufacturer narrative:
Block h6: imdrf code a050702 captures the reportable event of failure to cut. Correction to field e3 occupation. Device evaluation: with all the available information, boston scientific concludes that the most probable cause is cause not established. The suturing cinch was returned for analysis with the cinch attached and with a suture stuck in the cinch. The control wire was returned for analysis detached in the handle section. Based on this information, the reported event of cinch failure to cut was unable to be confirmed with testing of the product return because the event happened during the procedure and it is not possible to replicate it in the lab.

Event description:
It was reported to boston scientific that two (2) overstitch suture cinches were used in a tore procedure on (B)(6) 2025. The two (2) overstitch suture cinches did not cut the suture. The procedure was completed with another of the same device. No patient complications were reported as a result of the event. This record represents the second of two overstitch suture cinches in the report.

Manufacturer narrative:
Block h6: imdrf code a050702 captures the reportable event of failure to cut.

Event description:
It was reported to boston scientific that two (2) overstitch suture cinches were used in a tore procedure on (B)(6) 2025. The two (2) overstitch suture cinches did not cut the suture. The procedure was completed with another of the same device. No patient complications were reported as a result of the event. This record represents the second of two overstitch suture cinches in the report.